Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
The patient presented to emergency service with no heart rate. The patient was being paced with an external defibrillator and passed away due to the event. Technical support reviewed the records from months prior to the death of the patient, as no records were provided from the day the patient passed. From the prior records, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The health care provider was unsure if the rv lead caused or contributed to the death the of the patient.